Event description:
It was reported the patient had their ¿scs system¿ removed on (B)(6) 2008. The reason for removal was unknown to the reporter, but it was noted the patient had an MRI done of the wrist on (B)(6). No problems were associated with the MRI of the wrist. It was further indicated the reporter ¿had reason to believe system was removed because patient had an MRI done safely.¿ an x-ray was being considered to confirm the removal of the lead/system. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0527413v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot # j0527413v, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).